Event description:
Info received indicates the left intermediate siderail is not locking in the raised position.

Manufacturer narrative:
The tech isolated the issue to the siderail release. He replaced the siderail release to repair the bed.